Manufacturer narrative:
Product complaint # (B)(4). Investigation findings ¿ c22 photo investigation. The following information was requested, but unavailable: * please provide lot number. Photo investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows a labeled winding former with an undispensed suture and detached needle with product code vcpb946h. Image is not clear to determine failure mode. Based on the photo review, no conclusion or root cause could be determined. H3 investigation summary ==> the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former with one undispensed suture and one detached needle that pertains to product code vcpb946h were returned for analysis. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on 9/26/2022 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested